Event description:
Pt seemed fine with drainage system open. Read 8-10 using 3 way stop-cock system, open to drainage. Later pt had neuro-changes. Nurse closed system to drainage. Pt pressure read 40-50. Pt transferred to o.r. To put new system in.